Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patient orders were not crossing over pyxis. The technical support specialist accessed the application server and confirmed the last reboot was done. Downtime checks showed extensible markup language messages were processed in real time with no pending items. The interface heartbeat was active with no delays or disconnections. No issues were found, and sample orders provided by the customer crossed over successfully. Customer later reported new sample patients, but their order ID did not appear in the orders list. A database query returned results, but the sample order was missing. The case was escalated to integration engineering support team for further review. Ephi notes were updated, and it was noted that care fusion coordination engine had not received orders messages from allscripts. The tss asked the information technology to check the orders interface. Later the customer confirmed that the orders were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.